Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 2 feet and 11 inches from connector, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber passed the signature verification test. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that the fiber was faulty, and it can't be read on the machine. The procedure was completed with another fiber without clinical consequences to the patient. The fiber was returned, and analysis found the fiber does not exhibit signs of usage. The fiber is broken within the white tubing.